Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that "battery depletion than expected." It was stated that the implantable pulse generator (ipg) depleted in less than 3 years and the patient believes there is a defect of the implant. The ipg was explanted on 2016 (B)(6). As a result. The patient's indication for implant is unknown.

Manufacturer narrative:
The stimulation implantable neurostimulator (ins) end of service (eos) or elective replacement indicator (eri) longevity was not met; the cause could not be determined. On january 06, 2017, a visual inspection of the implantable neurostimulator (ins) cell was performed and no distinguishing characteristics were found. The center thickness measured 0.3816 inches, with an overall thickness of 0.3924 inches. On january 18, 2017, just before destructive analysis, its center thickness measured 0.3816 inches, with an overall thickness of 0.3919 inches. The cell weight was 20.623 grams, after it was cleaned and the battery electrical connector assembly removed. The data gathered during the review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. The characterizations and electrical testing of e2559107-002 are consistent with a theta 36h2 cell at this level of discharge. Destructive analysis of e2559107-002 showed normal depletion with no internal shorting path or un-attributable damage to any of the cell components. All of the observations and measurements made on cell e2559107-002 corroborate well with each other and indicate no issues with battery performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.